Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that devices have been used for a rheumatism case. The complaint received states that fixation at occipital-c6 was successfully completed. At a later date, the locking screw on the left side was reported to be loose as well as the screws at c3-c4. The screws were retightened with a driver. No additional information is available at this time. Device will be returned for investigation. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4): expiration date lot 8627661: september 01, 2023. Expiration date lot 8663054: october 01, 2023. Expiration date lot 8758931: december 01, 2023. Device was not explanted. Manufacturing date lot 8627661: may 18, 2013. Manufacturing date lot 8663054: august 2, 2013. Manufacturing date lot 8758931: october 18, 2013. As this complaint is assessed as not related to sterilization, device history records of the sterilization documents is deemed to be unnecessary. A review of the device history records for the non-sterile parts/lots was completed: general machine manufactured the parts. The suppliers certificates of compliance indicate that the parts were made and met all required specifications. The parts were inspected and conformed to synthes inspection sheets. There were no material review reports or non-conformance reports associated with the production of this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking screw at the left side was found to be come off by computerized topography scan.

Manufacturer narrative:
A device history review was requested for lot numbers 8627661 or 8663054 or 8758931. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.